Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that an integrated circuit, designator u17, was not functional and would not allow the pcb to continue through its boot cycle.

Event description:
It was reported that the device was locked up and non-functional. There was no report of patient use associated with the reported failure.